Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-16. H6: investigation summary: bd received 2 samples for investigation. The samples were evaluated for heparin content and heparin was found to be present in both returned syringes. Additionally, 10 retention samples from bd inventory were evaluated for heparin content and heparin was present as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode "clotting" as the anti-coagulant was found to be present in both the returned and retained samples. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h10.

Event description:
It was reported when using the bd a-line¿, the device experienced clotting. This event occurred 8 times. The following information was provided by the initial reporter. The customer stated: during june 2nd, it was reported the discard of samples in syringes in 8 patients, which it was required to take new samples, and in one of them it was required to take the samples three times. According to the samples, they were clotting.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd a-line¿, the device experienced clotting. This event occurred 8 times. The following information was provided by the initial reporter. The customer stated: during (B)(6), it was reported the discard of samples in syringes in 8 patients, which it was required to take new samples, and in one of them it was required to take the samples three times. According to the samples, they were clotting.